Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Onset date of the discharging sinus formation? Describe any medical/surgical intervention for the discharging sinus formation including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot #.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 date and the mesh was implanted. It was reported that the patient had discharging sinus formation with inflammatory response since insertion. The patient has further surgery planned.